Event description:
The customer alleged erroneously low results for sodium on 3 patient samples on the cobas c111 analyzer. Patient #1: sodium = 120.0 mmol/l with low flag repeat sodium = 141 mmol/l patient #2: sodium = 123.0 mmol/l with low flag 1st repeat sodium = 125.0 mmol/l with low flag 2nd repeat sodium = 139 mmol/l patient #3: sodium = 115.0 mmol/l with critical low flag repeat sodium = 136 mmol/l the customer stated that the three patients were not affected and no treatment was given based on the erroneous results because the results were not reported to the clinician. Sodium electrode lot #: 21594715 the field service representative determined the cause of the issue to be mixtower contamination and an ise electrode issue. The field service representative replaced the ise mixtower, ise tubing set, as well as the reference, sodium, potassium, and chloride electrodes. He replaced and adjusted the sample probe position. He performed electrode service, ise initialization exercises, and ise calibration. To verify analyzer operation he performed precision tests, demonstrating that the system was both precise and accurate.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.